Manufacturer narrative:
An investigation has been performed. Refer to the cause investigation and conclusion. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The customer experienced signal loss with freestyle librelink application. Per the compatibility guide, use of the iphone 14, ios 18.1.1 is incompatible with the freestyle librelink application. This guide is available to the user on the websites where the product is launched. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device mfg date is not applicable. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device in use with iphone 14 pro with ios operating system version 18.1.1. The customer was unable to receive glucose alarms and experienced loss of consciousness, requiring treatment of "sugar and water" from a third party. There was no report of death or permanent impairment associated with this event.